Event description:
It was reported that the bd syringe had a syringe needle connectivity issue. The following information was provided by the initial reporter: material #: unknown. Batch#: unknown. Rcc received a complaint via email. The new needles that are in the gattex kits are defective. The old ones, that had an orange tip, I never had a problem with. These new ones, with the white tip, don't fit on the syringe well. They leak. It draws in air, instead of the medication, most the time. They pour out the side where the needle meets the syringe when you try to administer the medicine. The syringe and the needle don't fit together perfectly like they are supposed to.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.